Manufacturer narrative:
The lens was not returned for evaluation. A lot number was not reported, so a device history record (DHR) could not be performed for this device.based on the available information, the root cause of the reported event could not be determined. However, it is likely that the vitrectomy procedure may have been a contributing factor. Vitrectomy procedures are pro-inflammatory and can contribute to the opacification of hydrophilic intraocular lenses.

Event description:
It was reported that the lens opacified following a vitrectomy procedure that was performed to address retinal detachment "many years" post-lens implant. As a result, the lens was explanted. Additional information was requested but has not been received.